Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a single inappropriate shock due to an atrial originated arrhythmia. Technical services (ts) was consulted and noted that the therapy may have been delivered due to atrial under sensing, potentially related to cross chamber blanking or general atrial under sensing. Ts provided programming recommendations. No adverse patient effects were reported. This device remains in service. Additional information was provided. This ICD delivered anti-tachycardia pacing and a shock due to an atrial originated arrhythmia. Ts indicated that the shock was delivered because the atrial rhythm became uncorrelated. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The impact code f10 was updated to f1009 due to new regulatory requirements. This device remains implanted and in service; therefore, a laboratory analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a single inappropriate shock due to an atrial originated arrhythmia. Technical services (ts) was consulted and noted that the therapy may have been delivered due to atrial under sensing, potentially related to cross chamber blanking or general atrial under sensing. Ts provided programming recommendations. No adverse patient effects were reported. This device remains in service.